Event description:
On (B)(6) 2013, the revision surgery was performed with the reconstruction plate. After that the plate was broken and the revision surgery was performed again on (B)(6) 2013. During the surgery, when surgeon tried to extract the screws, head of 2 screws broke.

Manufacturer narrative:
The reported event of intraoperative screw fracture by removal could be partially confirmed, because the screw broke during application. The investigation results showed that too high bending forces acted on the plate during application. These bending forces led to high traction forces being applied to the screw head and caused the breakage of two wings. The fractured surface had the appearance of a forced rupture caused by high traction forces. No indications were found for material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
On 2013 (B)(6), the revision surgery was performed with the reconstruction plate. After that the plate was broken and the revision surgery was performed again on 2013 (B)(6). During the surgery, when surgeon tried to extract the screws, head of 2 screws broke.